Manufacturer narrative:
A device history record (DHR) review of lot 17204356 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a contralateral approach was made from the right femoral artery with a non-cordis guiding sheath (6f 45cm) and a non-cordis guidewire (235cm) crossed the lesion. A non-cordis balloon catheter (4mm*4cm) inflated and an aviator plus (.014 5.0x20 142cm) was delivered to the lesion for another inflation. However, it ruptured at 12 atmospheres (atm) during its third inflation. The device has already been discarded in the hospital. The lesion was the left common femoral artery. The lesion had heavy stenosis and seemed to be heavily calcified. There was no reported patient injury. The product was clinically used and will not be returned for analysis.

Manufacturer narrative:
A contralateral approach was made from the right femoral artery with a non-cordis guiding sheath (6f 45cm) and a non-cordis guidewire (235cm) crossed the lesion. A non-cordis balloon catheter (4mm x 4cm) inflated and an aviator plus (.014 5.0x20 142cm) was delivered to the lesion for another inflation. However, it ruptured at twelve (12) atmospheres (atm) during its third inflation. There was no reported patient injury. The lesion was the left common femoral artery. The lesion had a heavy stenosis and seemed to be heavily calcified. The product looked normal when removed from its packaging. The device was prepped normally (i.e. Maintained negative pressure). There was no difficulty removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks nor other damages noted prior to inserting the product the product into the patient. A non-cordis inflation device was used. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The device did not have to pass through a previously placed stent. The balloon was inflated normally. The product was removed intact (in one piece) from the patient. There were no other anomalies noted when the device was removed from the patient. The product was not returned for analysis. A device history record (DHR) review of lot 17204356 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the information available for review, vessel characteristics of heavy calcification and stenosis may have contributed to the reported event as calcified/resistant lesion can cause damage to the balloon. According to the instructions for use ¿prior to use, the device should be examined to verify functionality and integrity and ensure that its size is suitable for the specific procedure. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure-monitoring device is recommended to prevent over-pressurization. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a contralateral approach was made from the right femoral artery with a non-cordis guiding sheath (6f 45cm) and a non-cordis guidewire (235cm) crossed the lesion. A non-cordis balloon catheter (4mm 4cm) inflated and an aviator plus (.014 5.0x20 142cm) was delivered to the lesion for another inflation. However, it ruptured at 12 atmospheres (atm) during its third inflation. The device has already been discarded in the hospital. The lesion was the left common femoral artery. The lesion had heavy stenosis and seemed to be heavily calcified. There was no reported patient injury. The product was clinically used and will not be returned for analysis. The product looked normal when removed from its packaging. The device was prepped normally (i.e. Maintained negative pressure). There was no difficulty removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks nor other damages noted prior to inserting the product the product into the patient. A non-cordis inflation device was used. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The device did not have to pass through a previously placed stent. The balloon was inflated normally. The product was removed intact (in one piece) from the patient. There were no other anomalies noted when the device was removed from the patient.